Manufacturer narrative:
Consumer reported patient hand her implant in her hand during her consultation, concerns of infection, swelling, and final prosthesis. Time of loss in relation to the implant was 1 to 5 years post restoration. Primary stability was achieved, implant did achieve osseointegration.

Event description:
Consumer reported patient hand her implant in her hand during her consultation, concerns of infection, swelling, and final prosthesis. Time of loss in relation to the implant was 1 to 5 years post restoration. Primary stability was achieved, implant did achieve osseointegration.